Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Besides the shock, there were no other adverse patient effects reported. This s-ICD remains in service. Technical services reviewed available device data and provided programming recommendations to the health care professional (hcp).

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Besides the shock, there were no other adverse patient effects reported. This s-ICD remains in service.